Event description:
It was reported by service report that the head left timing linkage was broken in half and there were sharp edges. The customer could not determine if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: timing link.